Manufacturer narrative:
Surgeon described patient as being well built man who is very active and always needs to be doing something physical. The surgeon cannot control the patients excessive activity. It was also conveyed that everything looks fine and the patient is asymptomatic. The lot number of the device has not been supplied.

Manufacturer narrative:
Product evaluation cannot be conducted. The broken screw remains anchored in the patient where originally positioned. Correspondence dated (B)(6) 2011 indicated the surgeon is not planning to remove the fractured device. Additional information received indicated the patient may have not maintained the suggested postoperative management in order to achieve the desires results. The supplied instructions for use (ins-014) provides guidance in the utilization of the trestle anterior cervical plating system. Postoperative management by the surgeon, including instruction and warning and compliance by the patient, of the following is essential: #3; the surgeon should instruct the patient regarding amount and time frame after surgery of any weight bearing activity. The increased risk of bending, dislocation, and /or breakage of the implant devices, as well as an undesired surgical result are consequences of any type of early or excessive weight bearing, vibration motion, fall, jolts or other movements preventing proper healing and/or fusion development. The identifying lot number of the device in question has not been supplied. Upon receipt of additional information a follow-up report shall be submitted.

Event description:
Surgeon saw patient last week and discovered another variable angled screw had broken in the c7 location.

Event description:
A patient returned for a three month post-op visit. X-rays discovered a broken variable angled screw in the c7 location. No revision surgery is planned at this time. The trestle anterior cervical plating system was originally implanted on (B)(6) 2010.